Event description:
On (B)(4) 2011, baxter healthcare corporate product surveillance received a report from a caregiver (cg) stating they discovered a leaking cassette while using the homechoice during prime. The patient was not connected. The cg stated that the patient started over with new supplies and was able to continue therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Corrected data: has been updated to reflect the device is not available for evaluation.